Event description:
It was reported that a malfunction alarm occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance to reset the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if any issues arise again.